Event description:
Had total hip replaced (B)(6) 2007 with biomet magnum metal on metal hip by dr. (B)(6). Have had pain and grinding in the hip for the past 6 months or more with the pain getting worse. On (B)(6) 2010, went to the emergency room at (B)(6) hospital, (B)(6), with intense pain. After tests, found out, the cup of the hip had slipped and wrapped around stem. This led to a failed hip revision due to not being able to get the head of the implant off as it should have. I was then referred to (B)(6) medical center, (B)(6), where dr (B)(6) then had to splice my thigh bone open to remove the defective hip and replace it with an older version. He had felt, he could do it without cutting into the bone, this also failed. We then asked what the problem was, it was the implant was cold welded and they could not get it apart no matter what tool they tried. This should not have happened. The metal on metal hip should be recalled. Neither doctor had an answer on how it happened. The pain I have had through this, no other person should have to realize. People need to know not to go with the metal on metal hip replacement. Dates of use: (B)(6) 2007 -- (B)(6) 2010. Diagnosis or reason for use: total hip replacement.